Event description:
It was reported the patient presented with a leadless pacemaker (lp) that exhibited an increased capture threshold. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicated the leadless pacemaker (lp) was explanted. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of capturing problem was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to capture problem.